Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage at the site. The site of location was upper outer thigh. Patient noticed symptoms within three hours after insertion. Patient changed supplies as necessary and resumed insulin therapy. High blood glucose was addressed by correction bolus via pump. No further information was available.